Manufacturer narrative:
The patient underwent successful uncomplicated percutaneous treatment with pre-stent balloon angioplasty, placement of a drug eluting stent and post-stent balloon angioplasty in the distal svg to the 1st om. The angiographic core lab comment: "patent study stent. Remote target vessel revascularization to a focal lesion in distal vein graft to om." The patient was discharged the next day. Adjudication notes were received and noted that approximately six months post index procedure, the patient presented with syncope. Chest x-ray revealed post-sternotomy; cardiac enlargement with pulmonary vascular congestion and perihilar edema. Head CT revealed no evidence to suggest acute intracranial abnormality. After the CT, the patient became apneic and was moved to a treatment room. The patient was a dnr and subsequently expired. Per a physician note: the patient was diagnosed with cardiopulmonary arrest but there is something that was multifactorial; a CT did not demonstrate a bleed in the head. No autopsy was performed. The death certificate reported the cause of death as respiratory arrest, cerebral vascular accident, cerebral vascular disease. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated complaint conclusion: the complaints received states that this (B)(4) study patient suffered restenosis, thrombosis, mi and cardiopulmonary arrest post index procedure. This (B)(6) male patient with a history of CABG, previous mi and diabetes had a 28x3.5 cypher stent implanted in the mid portion of a vein bypass graft to the first om on (B)(6) 2010. On (B)(6) 2010, the patient suffered angina and underwent ptca and stenting on (B)(6) 2010 of a new lesion in the distal portion of the same graft to the first om. This new lesion in the distal om graft was further than 5 mm from the index lesion in the mid om graft, and the index stent was seen to be widely patent on angiography. Approximately (B)(6) months post index procedure, the patient presented with severe episodes of chest tightness and palpitations. His cardiac enzymes were within normal limits. Repeat angiography revealed a 30% in-lesion restenosis with no thrombus and timi 3 flow reported by the angiographic core lab and an 80% stenosis distal svg to the 1st om reported in the catheterization report. Adjudication notes were received and noted that approximately (B)(6) months post index procedure, the patient expired. The death certificate reported the cause of death as respiratory arrest, cerebral vascular accident, and cerebral vascular disease. Additional information received from the cec adjudication committee minutes on (B)(6) 2012. The committee agreed with the code of arc (silent myocardial infarct) on (B)(6) 2010. On (B)(6) 2010, the patient presented with syncope. On (B)(6) 2010 at 18:11, the ck was 133 (nl 6.3, ratio <1), the ckmb was 18.4 (ratio 6.3, ratio 2.92) and the troponin was not drawn. No other cardiac enzymes were provided. The ECG core lab reported uninterpretable mi due to paced rhythm. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15090763 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death is a potential adverse event associated with coronary artery stenting. Review of the information available suggests that there are multiple patient risk factors present in the medical history that may have contributed to this patient's death. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stent and the patient's death. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Addendum: additional information received on (B)(4) 2012. Based on the cec adjudication minutes, the cec agreed that the patient experienced a myocardial infarction on (B)(6) 2010. Per the information provided, patient presented with syncope. On (B)(6) 2010 at 18:11, the ck was 133 (nl 6.3, ratio <1), the ckmb was 18.4 (ratio 6.3, ratio 2.92) and the troponin was not drawn. No other cardiac enzymes were provided. The ECG core lab reported uninterpretable mi due to paced rhythm. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This (B)(6) male patient from the (B)(4) study expired approximately six months post implantation of a cypher stent. Cec adjudication minutes indicated this was a cardiac death and possible thrombosis per dapt and arc guidelines respectively. Past medical history included angina, previous pci, previous CABG, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, pvd/claudication, diabetes mellitus with retinopathy, neuropathy, or nephropathy, and gastric reflux disease. During the index procedure, the patient had a 3.5x28mm cypher stent implanted in the mid portion of a vein bypass graft to the first obtuse marginal (om). Approximately two and half months later, the patient suffered angina. Repeat angiography revealed a 30% in-lesion restenosis with no thrombus and timi 3 flow reported by the angiographic core lab and an 80% stenosis distal svg to the 1st om reported in the catheterization report. The patient underwent ptca and stenting (unknown) in the distal portion of the same graft to the first om. This new lesion in the distal om graft was further than 5mm from the index lesion in the mid om graft. Adjudication notes were received and noted that approximately six months post index procedure, the patient expired. The death certificate reported the cause of death as respiratory arrest, cerebral vascular accident, cerebral vascular disease. The cec adjudication minutes received agreed with cardiac death (dapt and cordis) related to device and with possible stent thrombosis (arc). The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a potential adverse event associated with coronary artery stenting. Review of the information available suggests that there are multiple patient risk factors present in the medical history that may have contributed to this patient's death. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stent and the patient's death. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Adjudication notes were received and noted that approximately six months post index procedure, the patient expired. The death certificate reported the cause of death as respiratory arrest, cerebral vascular accident, cerebral vascular disease. This (B)(6) male patient with a history of CABG, previous mi and diabetes had a 28x3.5 cypher stent implanted in the mid portion of a vein bypass graft to the first om on (B)(6) 2010. On (B)(6) 2010, the patient suffered angina and underwent ptca and stenting on (B)(6) 2010 of a new lesion in the distal portion of the same graft to the first om. This new lesion in the distal om graft was further than 5mm from the index lesion in the mid om graft, and the index stent was seen to be widely patent on angiography. Approximately two month's post index procedure, the patient presented with severe episodes of chest tightness and palpitations. His cardiac enzymes were within normal limits. Repeat angiography revealed a 30% in-lesion restenosis with no thrombus and timi 3 flow reported by the angiographic core lab and an 80% stenosis distal svg to the 1st om reported in the catheterization report.